Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Bedside nurse reported controller error. It was recommended controller exchange. Upon arrival, automated impella controller (aic) had a grey controller error alarm and no placement signal on display. Perfusion and bedside nurse proceeded to aic exchange. Purge bag & cassette were transferred first and the aic connector. Pump went to prior p level (6) & flows to 3.8 (yellow), placement signal not reliable alarm started showing. 5 minutes after, they called saying impella stopped. Upon second arrival, a new aic was in the room and everything had been transferred. P level had to be manually input. Placement signal was present and no alarms showed. Patient remained stable during all aic exchanges. This report is for the first aic. Additional report will be sent for the 2nd aic and another for the pump.

Manufacturer narrative:
B1, b5, h1 updated to serious injury based on additional information and case review.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 65 year old male patient who had been admitted in with indication of cardiomyopathy, presenting in scai stage e shock. Prior to the 5.5 being placed the patient was supported by inotropes/vasopressors, an intra-aortic balloon pump, and a vent for respiratory support. The pump was utilized in combination with the automated impella controller (aic) which alarmed for a controller error. The aic was therefore replaced. When they switched the product to the 2nd aic there were placement signal issues, and after 5 minutes the impella stopped and again the team replaced the aic. The 3rd aic and pump supported without any harm or injury til day 23 when the patient had a heart transplant. The stop and console alarms will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
D2a and d2b: corrected common name and procode. H6: added code e2343 and omitted code e2403.

Manufacturer narrative:
E1 added initial reporter phone number as they were omitted from the initial report that was submitted.